Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon insertion of sensor wire into the patient's abdomen, the sensor wire was sticking out of the applicator barrel. Patient reported that the sensor wire went missing. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.